Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had motor error. Customer¿s blood glucose was 120 mg/dl. Insulin pump will not be returned for analysis.